Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touch panel only behaves about one-in-five. There was no patient involvement.

Manufacturer narrative:
Date of report: 21sep2018. Date of manufacturer: 11june2018. (B)(4). Philip's international service technician checked the device and could not duplicate the reported phenomenon. The service technician replaced the touchscreen preventively to address the reported problem. No parts were returned, therefore, a root cause could not be established.